Event description:
The customer reported to olympus, the hd autoclavable camera head had the image not appearing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: flickering image, image goes black intermittently and the cable was kinked causing the issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the initial reporter confirmed that the event occurred on 19-jul-2023. The event was discovered during the pre-inspection period. The procedure was therapeutic. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information to b3 and b5, and corrections to e2, e3 and g2. This device was manufactured more than 15 years ago, and therefore a review of the device history record is unable to be performed. Based on the results of the investigation, it is likely that there was a communication failure caused by a disconnection of the inside due to a twist of the cable. This resulted in a flickering phenomenon. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.